Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at around 3:30am on (B)(6) 2018, when she obtained alleged inaccurately erratic blood glucose results of ¿124 and 80 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results, exceeds lfs¿ precision criteria. The patient manages her diabetes with tresiba and humalog insulin (no adjustments). She denied that any changes had been made to her usual diabetes management routine. The cca documented that an unknown time prior to obtaining the reported results, the patient felt the following symptoms: ¿everything on her body tightened, she lost control of her body parts, she sweated profusely, she had trouble breathing and she lost consciousness¿. The patient reported that her husband called an ambulance when he found her unconscious and she received ¿IV glucose¿ and her vital signs were monitored by the emergency medical services (ems). She indicated that blood glucose results of ¿39 and 132 mg/dl¿ were obtained on the ems meter at times that the patient was unable to specify. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the samples had been taken from the same approved sample site. The patient described the correct testing steps. She confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event requiring medical intervention, while using the subject meter. Although the patient¿s reported symptoms occurred prior to obtaining the alleged inaccurate results, the lfs products could not be ruled out as a cause or contributor to the event.